Manufacturer narrative:
The investigation of the returned device yielded the lot number of the impacted product. Lot # has been populated. A manufacturing record evaluation was performed for the finished device 6424289 number, and no non-conformance's related to the reported complaint condition were identified. The investigation of the returned device was completed by the failure analysis lab on 4/2/2019. Device evaluation summary: it was reported that a 41-year-old patient had a mentor smooth round moderate plus profile 325cc saline prosthesis inserted and experienced left sided deflation post procedure. Upon receipt by mentor the device contained no fluid. Yellow and white materials were observed within the device and no foreign material on the shell surface. During the initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent on the anterior aspect measuring approximately 0.1 cm. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient had a mentor smooth round moderate plus profile 325cc saline prosthesis inserted and experienced left sided deflation post procedure. As a result, device replacement with another mentor smooth round moderate plus profile 325cc saline prosthesis was performed on (B)(6) 2018.